Manufacturer narrative:
The source could not be returned to the shielded position because a screw had fallen into the source drawer, causing it to become jammed. The screw had fallen out of the jaw adjuster rod coupling and into the source chamber when the gantry was at 180 degrees. The jaw adjuster knob can only be installed after the covers are installed. The setscrew may not have been securely fastened on a subsequent service visit that required the covers to be removed. The operator normally observes both the unit and the patient at all times during treatment. Should the source remain in the exposed position at the end of treatment, the fact would be readily noticed by the operator and the patient evacuated from the room. Labeling for the device instructs the operator on the steps to be followed in the event that a source remains in the exposed position at the end of treatment.

Event description:
A report was received that the source failed to return to the fully shielded position at the end of a patient treatment. The patient was safely removed from the room.